Event description:
Pump malfunction. When she tried to put syringe into the pump, it kept jumping out of the pump. Walked through process of loading syringe with the disc/into pump. Pt says the pump usually makes some noise, but it did not this time. Pt has 2 pumps at home, tried both but did not seem to work. Pt has pulled medication and it is 80ml volume. That is needed to do her infusion. Pt did not infuse. Will send a new pump for next infusion later this week. No mention of any adverse effects. Reported to (B)(6) by pt/caregiver.